Event description:
The company was notified of a size 21mm valve explanted after approximately 3 years and 7 months, reportedly due to prosthetic degeneration. It was replaced with a sorin freedom solo 21mm valve. On the field experience report form, it is reported that the surgeon is unsure if the device contributed to the event.

Manufacturer narrative:
Device evaluated by manufacturer - the device has been received for evaluation; an evaluation summary was not available at the time of this report. A review of the device history record was completed. Results - the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release.